Event description:
It was reported that during a percutaneous coronary intervention (pci), a shaft break occurred. The 80% stenosed target lesion being treated was located in the severly tortuous and calcified left circumflex (lcx). The physician used the kissing techniques with an unk stent balloon and 2.0x9mm maverick balloon. The shaft of the maverick balloon broke in "untreading". The physician "untreaded" the catheter with the broken maverick balloon. Procedure was completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "stable".